Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: 8709sc catheter, implanted on (B)(6) 2011, 8637-20 neuro pump, implanted on (B)(6) 2016, 8637-20 neuro pump, implanted on (B)(6) 2016, and 8578 neuro accessory, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts have triggered for the right ventricular (rv) lead due to high rv bipolar impedance. It was noted that the presenting egm (electrogram) shows non-physiologic artifact on rvtip-to-rvring configuration. The rv lead remains in use. No patient complications have been reported as a result of this event.